Event description:
Upward trending impedances were noted on this lead. During surgical revision of the lead, a set screw issue was identified. Lead remains actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.